Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer, and identified the failure mode as a defective mixing paddle. The fse replaced the mixing paddle to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous and suppressed (no value) patient results generated for tbil (total bilirubin) on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Patient demographics were not provided. The customer provided one (1) example of the erroneous results.